Event description:
The contact stated that, the customer's glucose readings have been higher than usual. While troubleshooting, she performed normal control tests and received results of 190, 177, and 184 mg/dl. The normal control range is 87-118 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.